Event description:
Biomed called to report that a drug was infusing too fast. The drug infusing was zosyn and was to be infused in 4 hrs but completed in 1 hr. The customer requested an event log review. There was no pt harm and no medical intervention was required. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, the device and logs have not been rec'd. A f/u report will be submitted with failure investigation results should the device and logs be rec'd for eval.